Event description:
The customer reported the rad-97 has an "on/off issue" as the device sometimes "automatically switches off on its own." There was no patient impact or consequence reported.

Manufacturer narrative:
Masimo has reached out to the customer to request the return of the device. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. E1. Initial reporter zip code exceeded allowable field length, initial reporter zip code is as follows: (B)(6).

Event description:
The customer reported the rad-97 has an "on/off issue" as the device sometimes "automatically switches off on its own." There was no patient impact or consequence reported.

Manufacturer narrative:
The returned rad-97 was evaluated. The device powers on via battery and ac power, however, shuts down after powering up due to a damaged component on the technology board. The power button blinks and an "mx board failure" error message is triggered on the device. E1. Initial reporter zip code exceeded allowable field length; initial reporter zip code is as follows: (B)(6).